Event description:
Updated summary: the event involved products mmt-7040a, mmt-1884, mmt-431ag, mmt-342g.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and d10 with this report. Additional information has been received which was not included in the initial report. The health effect ¿ clinical code and health effect ¿ impact code in section h6 have been updated from 1912 & 2199 to 1912 & 4650. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, bleeding at insertion site with a discrepancy between sensor glucose and blood glucose values. Customer also received calibration not accepted alert. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-7040a. Troubleshooting was performed for inaccurate readings and the difference between the sensor glucose of 171 mg/dl and blood glucose of 50 mg/d was out of the acceptable range. Troubleshooting was not performed for hypoglycemia event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. And unknown whether customer had been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a.